Manufacturer narrative:
Alleged failure: cracked/peeling insulation at tip of shaft. Confirmed failure: cracked/peeling insulation at tip of shaft probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation was damaged.